Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No further tests could be performed due to missing segments. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported the customer's insulin pump had a black screen. It was also found the customer had an ink blot on their screen. Customer stated they were unable to read their screen due to the partial display. Customer's blood glucose was 187 mg/dl. The customer stated their insulin pump was not dropped or bumped. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.